Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709sc, lot# h825513102, implanted: (B)(6) 2012, explanted: (B)(6)2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative (rep) regarding a patient who was receiving 1000mcg/ml gablofen at 171.5mcg/day via an implantable infusion pump for spasticity due to history of "cva." It was reported that the patient's catheter had migrated and the patient had intermittent spasticity. Imaging was obtained to check the catheter location, and it was determined that the two piece catheter was coiled at the spine which was confirmed in the operating room. The catheter was removed entirely and replaced. It was reported that the issue was resolved at the time of the report. No further complications were anticipated/reported.